Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #:k141521, k141597. The device was returned for analysis: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 8mm in length and extended from a position 10mm distal of the proximal markerband to 18mm distal of the proximal markerband. A visual and tactile examination found a shaft kink 35mm proximal from the distal tip.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the percutaneous transluminal angioplasty procedure, the balloon burst. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the radial arteriovenous fistula. A 7.0 x 40, 75 cm mustang balloon catheter was advanced for dilation. During the percutaneous transluminal angioplasty procedure, the balloon burst. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket/510(k) #:k141521, k141597.